Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that the patient had been having high glucose values that was in the 400's when the cgm was showing a reading of 110-130 mg/dl. The patient's wife contacted the clinic to inform them of the patient's high blood sugars and on (B)(6) 2019, the patient went to the clinic and then had sent him to the ER for further testing and monitoring. No symptoms were reported. The reporter stated a lack of hydration could be the cause of the patient's high blood glucose. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.